Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge. A new cartridge was filled and loaded successfully. Customer¿s blood glucose was 206 mg/dl.